Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (spain) the patient wasn't receiving effective therapy due to invalid impedance. The patient underwent surgical intervention where the physician decided to explant the right dbs lead and replaced it with a new one, which resolved the issue.